Manufacturer narrative:
During the use of a 5f mynxgrip vascular closure device (vcd), the balloon fell out of the blood vessel. There was no reported patient injury. The device was returned for analysis. A non-sterile mynxgrip vascular closure device 5f was returned. Per visual analysis, the shuttle cartridge was engaged to the black handle. The sealant and advancer tube were found inside the shuttle cartridge tubing. The procedural sheath was located next to the balloon. No anomalies were observed. Per functional analysis, leak testing was performed on the balloon of the returned device and no leak was noted. Subsequently, it was revealed that there was no saline in the balloon of the returned device. Vacuum was drawn from the balloon and then the balloon was inflated with water. Pressure was maintained with proper functioning of the inflation indicator. The inflated balloon diameter was verified and noted to be within specification. Per microscopic analysis, no saline in the balloon of the returned device was found. This indicates that the balloon may have not been purged of air during the preparation phase. A product history record (phr) review of lot f1907501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon pull through¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Based on the information provided, the condition of the returned device and the investigation performed, the cause of the balloon pull through may have been caused by incorrect preparation of the balloon. According to the product instruction for use, which is not intended as a mitigation of risk, users are instructed to purge the device of air by drawing the vacuum with 2-3 ml of sterile saline prior to use. Failure to purge the device of air during the prep phase and/or excessive tension applied to the catheter during pullback, can cause the balloon to partially collapse as air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy. Neither the phr review nor the information available for review indicate that there is a design or manufacturing related issue. Therefore, no corrective/preventative action will be taken at this time.

Manufacturer narrative:
Please note UDI # is (B)(4) which was not accepted in the appropriate field. The device was returned but the engineering report is pending. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of a 5f mynx grip for vascular closure device (vcd), the balloon fell out of the blood vessel. There was no patient injury reported. The device is expected to be returned for analysis.